Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly tested. This pacemaker was confirmed to be in reset vvi mode, pacing and sensing normally. Review of the pacemaker's memory revealed that a memory location had an invalid value after the reset occurred. This invalid value caused the pacemaker to reset and follow a series of internal tests to verify the memory data. Since the pacemaker confirmed that invalid values were detected, the device reverted to reset vvi pacing, as it is designed to do. Upon interrogation with a programmer, the error message, "device is not supported by this application." The model number code in memory was not a valid code for this family of pacemakers. A generic model s502 memory was downloaded into the device along with the correct serial number, and the pacemaker communicated normally with the altrua software on the programmer. The device was then was then put through and passed a series of diagnostic testing that verified the pacing, sensing, and recording functions of this pacemaker, commensurate with battery voltage. The altrua system guide, under warnings and precautions, states that MRI for pacemaker patients has been contraindicated by MRI manufacturers, and that MRI can irreversibly damage the pacemaker. The memory was most likely corrupted by exposure to strong emi.

Manufacturer narrative:
This pacemaker will be explanted. This investigation will be updated should further information be provided, or upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker is unable to be interrogated or prompted with the use of a magnet, and telemetry could not be established despite multiple interrogation attempts. The patient works at a factory that produces magnetic resonance imaging (MRI) equipment. A boston scientific technical services consultant recommended that this pacemaker is replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
--